Manufacturer narrative:
H3, h6: the ostium seeker was returned to the manufacturer for analysis. The instrument was visibly bent at the tip. When connected to a known good tracker, it was unable to verify, returning a divot error of 3.7mm to 4.0mm. Codes b01, c07 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding navigation system used outside of a procedure. It was reported that the site had two bent ostium seekers. No patient involvement was reported. The damaged could have been due to continued use or when they were sterilized.